Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cerebrovascular accident. It was reported that while on radio frequency (rf) in the left atrium, an impedance rise was noted. The catheter was removed and char was seen on the catheter. The catheter was flushed and the char was removed. The catheter was re-inserted and the case completed without issue. However, the patient had a stroke later in the day. Additional information was received. The patient suffered left sided paralysis and required extended hospitalization. The intervention is unknown.

Manufacturer narrative:
During an internal review on 15-jul-2024 noted a correction to the 3500a initial under h11. Additional manufacturer narrative as in error omitted, "d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).